Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was not detected on bus. The field service engineer replaced the module controller to resolve. The system functioned as intended. The reporter occupation details is not available kept blank.

Event description:
It was reported that a pyxis medstation es system drawer 4 device not detected on bus. Customer did not disclose the nature of the procedure. Customer reported delay in accessing medication for estimate of 5mins of removal. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.